Event description:
Reporter indicated a vns pt's device was found to be set at 0ma. Programming history was received from the site, and it was confirmed that the generator was reset via burst watchdog timeout when the pt was interrogated in 2008.